Event description:
Customer reported a leak in tubing that was infusing tpn. The nurse was unaware of the problem until the pump alarmed "air in line". The leak occurred in the area where the tubing inserts into the pump. Its location is right at the connection between the dark blue connector with the "hat" and the tubing that runs inside the pump. It was a slow leak and with the pump infusing at 5ml/hour, it was difficult to see that it was leaking. Nurse had to put pressure on the bag to get the leak to be noticeable. There was no effect on patient or medical intervention required. The patient's blood glucose level remained stable. Although requested, no additional event or patient information provided.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.